Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact on the customer's blood glucose (bg) level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.